Event description:
New information received notes that no allegation of products or product procedure contributing to medical history were made.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient¿s pacemaker. This was also alleged by the physician. Additionally, high capture thresholds were noted on the lead. During the intervention process, the lead insulation was found to be damaged, and the lead was unable to be disconnected. The device was explanted and replaced on (B)(6) 2025. The lead was replaced on the same date, and the original lead remained inside the patient. No adverse patient consequences were reported.